Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an infusion of pantoprazole in the emergency department was expected to administer 50mls in over five hours, but instead infused in 2.5 hours. Biomed attempted to recreate the event unsuccessfully but looked at the logs. There were no key presses but the amount infusing fluctuated. Although requested, no other information was received.

Manufacturer narrative:
The customer¿s experience of an overinfusion was confirmed. Physical inspection showed no anomalies. The pcu event log shows pump module s/n (B)(4) was programmed to run a basic infusion at 10ml/hr with a vtbi of 50ml at 11:16 am on 20 february 2019 and ran until 12:24 pm when the device was channeled off. The volume recorded as being infused during this period was 49.446ml. The rate was changed by the user to 999ml/hr and then to 50ml/hr, which resulted in the bag emptying faster than intended. Based on the pcu event log, these rate changes were initiated by the user by way of a series of keypresses. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was identified as due to user programming.

Event description:
The customer reported that an infusion of pantoprazole in the emergency department was expected to administer 50mls in over five hours, but instead infused in 2.5 hours. Biomed attempted to recreate the event unsuccessfully but looked at the logs. There were no key presses but the amount infusing fluctuated. Biomed¿s review of the logs appeared to indicate that the event rate sped up and slowed down without input. Biomed stated that no other event details are available except that no patient harm occurred as a result of the event.